Event description:
It was reported that pump displayed cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed cartridge, confirmed cartridge o-ring was intact, removed pump from case, inspected and cleaned pneumatic tap area, reattached cartridge securely, followed on-screen instructions to complete load process, and successfully resumed insulin delivery.